Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The patient was asymptomatic. The device was reprogrammed. The patient was stable and will continue to be monitored normally.